Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the screen was scratched and the pump tube that holds the reservoir was broken and it¿s not waterproof and the clip broke. She feels this pump was not up to our usual standards. Customer states they cannot read the display. When asked if the reservoir was unable to lock in place when inserted into pump they replied it was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. No belt clip received with unit. Unit was received with partially broken off belt clip rail. Unable to perform displacement test due to missing retainer. Unit was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, deep/minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom right corner of overlay and slightly peeling end cap address label.